Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.

Event description:
The customer reported an error code 1 while powering on the defibrillator. There was no patient involvement.